Manufacturer narrative:
The subject devices have not been returned to omsc. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Because diameter of distal cover (maj-311) is larger than distal cover (maj-411), if distal cover (maj-311) is attached to jf-260v, distal cover (maj-311) is loose enough to come off easily from jf-260v. From the information obtained before now, it is considered that the fall of the distal cover has been attributed to use the incorrect distal cover to the jf-260v by the user. The instruction manual of the subject device already instructs; "only the distal cover (maj-411) can be used with jf-260v. And, only the distal cover (maj-311) can be used with tjf-260v. If used in combination with a wrong distal cover, it may fall off the distal end during the examination. Continuing the examination after the distal cover has fallen off may cause patient injury by the uncovered distal end of the endoscope."

Event description:
Olympus medical systems corp. (Omsc) was informed that during an emergency endoscopic retrograde cholangiopancreatography (ercp) using the subject device, a distal cover detached from the subject device and fell into the patient's digestive tract. Consequently the patient's stomach wall was injured and had bleeding. The user facility performed hemostasis by unspecified treatment using with unspecified another endoscope. The distal cover was retrieved from the patient's digestive tract by unspecified endo-therapy accessory. The patient was recovered.the inexperienced nurse of the user facility had attached wrong distal cover (maj-311) to the subject device instead of correct distal cover (maj-411) at the subject procedure.the physician stated that there was no defect of the subject device.